Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an under-delivery anomaly. Blood glucose value was 438 mg/dl at the time of the incident. The customer was not hospitalized and did not provide any additional information regarding the high blood glucose value. Troubleshooting was performed and the device will be replaced and returned.